Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor. He was hospitalized on (B)(6) 2016 with a high blood glucose level of 461 mg/dl. The customer experienced a diabetic ketoacidosis. He was wearing the insulin pump at the time of hospitalization. He was vomiting, had nausea, and diarrhea. The customer was treated with an IV. The device was not returned.